Manufacturer narrative:
It was reported that the applicator broke while being inserted into a deep tunneling wound. Attempts were made to gather additional details, but no other information was provided by the facility. No sample was returned for evaluation and a root cause has not been determined. A caution statement on the labeling indicates that this device should not be used in procedures which may require excessive pressure. It is not known if this was a contributing factor to the reported incident.

Event description:
The applicator broke when it was inserted into a deep tunneling wound.